Event description:
It was reported that they were trying to use arctic sun device to deliver therapy. When they turned the device on, they get alarm 80 (failed to detect a simulated water temperature fault). They powered the device off and back on again, but the alarm recurs. Explained device needs to go to biomed labeled with alarm 80 and they will need to use another means of temperature management. Per follow up information received via phone on 03jan2025, spoke with rn, who confirmed they used a second device to deliver treatment. The first device was not used on the patient because they could not boot it up to start therapy. They were unsure of the device status currently.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to use arctic sun device to deliver therapy. When they turned the device on, they get alarm 80 (failed to detect a simulated water temperature fault). They powered the device off and back on again, but the alarm recurs. Explained device needs to go to biomed labeled with alarm 80 and they will need to use another means of temperature management.